Event description:
It was reported to philips that the device had a defective nav-ring. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance.

Manufacturer narrative:
Parts were received and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure.

Manufacturer narrative:
G4:20apr2021. B4:10may2021. There was no patient involvement. The philips field service engineer (fse) stated that the touchscreen was still functional and the customer was able to adjust settings via the touchscreen. The fse replaced the front bezel assembly to resolve the reported issue. The device returned to functionality after the repair was completed and was returned to service.